Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument surgeon observed that the instrument's cable was broken at the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. There was no visible damage to the conductor wires. The instrument passed an electrical continuity test.